Event description:
Ous MDR - intraoperative and discharge values were at about 12.0mv for this rv lead. A few days later abrupt changes of about 2.0 mv were noted via home monitoring. There were no significant changes in either the impedance or pacing threshold. The lead still shows it has not moved from where it was implanted. The lead was revised and attempts to reposition were unsuccessful due to oversensing at 31.05. The helix was not stable. Therefore, the lead was explanted and replaced with an identical lead in an apical position.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. During the visual inspection, deformations of the proximal and distal shock coils and a deformation of the ring electrode are noted, which are probably a result of the operation. The continuing analysis did not show any further deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without problems. In summary, there were no indications of material or manufacturing errors.